Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient claims the implanted neurostimulator (ins) turns off on its own. No usage data on the report. Dates are in the future. In this case, a patient reported several therapy loss events. At the interrogation, the therapy usage graph was showing dates related to the future and not the past, making the evaluation of the therapy loss not possible. Recharger sessions though were correct. Time/date of the ins was also right. No previous interrogation was done today or recently on the ins. As said on the phone, they will send us the mdt data and the report for further analysis. The issue has not resolved. Additional information was received. Implant date and hcp information confirmed. The ins was confirmed to still be in place, the patient was asked to "recharge each two days". They had already a recharged, but no date known. The manufacturer representative (rep) will follow up with the patient on (B)(6) 2024 to know if the problem continues. Regarding event date, the ins stopped a few months ago, regarding if it took a charge, this is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they discussed with the doctor on (B)(6) 2025, and no actions had been taken with the patient. The patient has not called the pain clinic back. The doctor wants the patient to call the pain clinic and will do nothing if the patient does not call back.